Event description:
It was reported that a generator was opened from packaging and interrogated when showed "eos=yes" prior to being implanted. The generator was not implanted. The suspect device has not been received to date.

Event description:
The explanted generator was received. Analysis is underway but has not been completed. The suspect generator was not interrogated when it was still in package or prior to being introduced to the surgery field. The surgeon stated that the suspect device was not exposed to electrocautery or present in the operating field where an cautery tool was used prior to generator being interrogated. The generator was connected to the lead using the hex screw driver. No additional relevant information has been received.

Event description:
The pulse generator was returned due to ¿product opened but not used¿. An end-of-service warning message was verified in the lab and found to be associated with the output being disabled by the pulse generator. Review of the data downloaded from the generator indicated that the ¿pulsedisabled¿ byte was set to a value that represents a vbat<eos threshold condition. However, burn marks were observed on the pulse generator case which indicates that the pulse generator may have been exposed to an electro-cautery tool, which may have been a contributing factor. A reset of the pulsedisabled bit in the generator memory was performed to allow for an output to once again be provided by the generator for subsequent testing. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. Other than the noted event (pulsedisabled), there were no additional performance or any other type of adverse conditions found with the pulse generator.